Event description:
It was reported "the arthroplasty was revised due to loosening of the tibial component. The tibial and femoral components were revised. The components were implanted in situ for 4.03 years."

Manufacturer narrative:
This info was provided by a research center. Devices and add'l info are not available. Other devices involved: femoral component lot k02m621.